Manufacturer narrative:
Concomitant medical products: vamf4444c100tu stent graft, implanted (B)(6) 2014; vamf4444c150tu stent graft (x2), implanted (B)(6) 2014.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in the wrap-it clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.